Event description:
The device was used during a thoracoscopic bleb resection. It was reported the surgeon pulled the white handle and then the black handle of the device and it jammed. The surgeon opened the device and discovered it had fired a few formed staples and the cut line was not complete. Another device was opened and the same difiiculty to complete the procedure. It was reported no buttressing material was used during this procedure. There was no consequence to the pt.